Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer stated the device was dropped and this type of incident is consistent with damage used outside of the device's specification. The lcd display module was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.